Event description:
End user allegedly was "receiving high readings." End user ran a control test with the strips and the control test was "off about 21 points." Customer service sent replacement strips and control solution.